Manufacturer narrative:
(B)(4) batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the clips were scissoring and not forming correctly. Another device was used to complete the case. There were no patient consequences.